Manufacturer narrative:
G2, a1, a2, a4, a5, a6, h6 updated. Additional information was received, there was no patient involvement. One device was received for evaluation. Visual inspection found no physical damage. Error code 1660 was revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the ehl. As a preventative measure the main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Unknown. E1: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it shows error code 1660. There was patient involvement and unknown patient harm/adverse event reported.